Event description:
Ous MDR - after an implantation time of approx. 49 months, intermittent loss of capture was reported. No adverse pt side effects have been reported. Ous MDR.

Manufacturer narrative:
Ous MDR - the visual inspection revealed scratches on the front of the pacemaker housing. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bore were within is-1 standard specifications. The set screw was effectively contacting the connector pins. The set screw could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: ssir-mode / 70 ppm / 2.4 v / 0.4 ms / unipolar. The lead check was activated, therefore after explantation the pacemaker switched from bipolar into unipolar polarity. The pacemaker was subjected to a complete final acceptance test and there was no indication of sensing and/or pacing problems. Additionally, the pacemaker was subjected to a long-term pacing tests. The pacing test confirmed a permanent pacing of the device. The documentation received was reviewed during analysis. The external ecgs confirmed the loss of capture. Despite of the bipolar pacing polarity pacing markers were observed during the pauses. In summary, this pacemaker did not show any sign of a material or mfg problem. The analysis did not reveal any deviation from the specification that might have been related to the intermittent loss of capture. Pacing spikes in the external ECG confirmed a fully functional pacemaker.